Event description:
It was reported that the patient noticed a couple of days prior to the report that the programming had changed. He had adaptivestim, and when he normally lays down, the stimulation changed to a lower setting. However, for the past couple of days, he would lay down and the stimulation would increase until it was painful. The patient was redirected back to their physician. Additional information about troubleshooting and outcome were requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v011699, implanted: (B)(6) 2006, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).